Event description:
Philips received a complaint by the customer on the v60 indicating that the battery is defective. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is pending. Investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the battery is defective. It was reported there was no patient involvement at the time the issue was discovered. The quote for battery replacement was cancelled. No service was provided by philips. The investigation concludes that no further action is required currently. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number:(B)(6). Reporter phone number:(B)(6).